Event description:
Update of previous report submitted 1993 or 1992. Rptr writes: "please update my original report. Since then I have discovered that both of my silicone breast implants were ruptured. This was not discovered until I was explanted on 7-26-93." Rptr has had continuous med problems since then; been diagnosed with severe fibromyalgia, interstitical cystitis, allergic reactions (severe hives). For first time in life, severe depression, constant chronic fatigue, unbearable migranes, irritable bowel syndrome, etc.